Manufacturer narrative:
End-user stated this anomaly occurred approximately 1 month past, and recently 1 week ago. Dealer reported they had recently updated the mx2 app to 1.2 (released on 9/3/2024), but did not recall what version was on the watch prior to them updating. Dealer stated the device currently is operating normally in that the unit will respond very easily to gestures of the watch. The end-user stated they did not recall if the app was operational at time of the reported events. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
End-user reported to dealer that the smartdrive device would not stop when given a double tap with their e2 tic watch, and when this occurs the user would reach behind and turn off unit at main power button. No injuries were reported to have occurred as a result.